Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient required medical intervention due to hypoglycemia. The patient's blood glucose levels dropped to 43 mg/dl while wearing the pod. Symptoms reported include loss of consciousness. An ambulance was called and went to patient's home; the patient was treated with unspecified medicine intravenously "to make blood sugars go up". Emergency medical technicians (emt) waiting until patient regained consciousness and instructed her to ensure she is eating every 4 hours moving forward. Emt discarded this pod. The patient's blood glucose history is as follows: (B)(6).